Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap of the fiber was found to have a radial fracture at the output window; glass shards were observed inside the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap output window were also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or place the system into standby mode. The fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the systems fiberlife function was activated at 101,380 joules of use. The case was continued using a second fiber. At 8,200 joules of use, the tip of the second fiber was reported to have detached and was retrieved. The case was completed using a third fiber. No pt injury was reported. This report is for the first fiber used.